Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
Conclusion and justification status: patient was revised to address elevated metal ion levels. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis. (B)(4).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 9/15/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated corrosion, pain, swelling, increased metal ions, and pseudotumor. Lab results confirmed the high metal ions. There is no new additional information that would affect the existing investigation. The complaint was updated on:10/9/2015.

Manufacturer narrative:
This report is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.